Manufacturer narrative:
The autopulse platform was returned for evaluation on (B)(4) 2013. The archive data analysis showed alarm_ID 44 (battery voltage too low during compression) and alarm_ID 17 (max motor on time exceeded). It also indicates customer not following proper battery management procedures of daily system checks and battery swap. The platform was used on the reported incident date (B)(6) 2013 with batteries s/n v(B)(4). Battery s/n (B)(4) was used repeatedly but was not fresh from the charger. Battery s/n (B)(4) was fully charged and ran for very short time on a medium large, stiff subject for a very short period. In addition, both batteries (s/n (B)(4)) were left inside the platform for more than 24 hours period as indicated in the archive. Five nimh batteries were returned for evaluation. Two returned batteries (s/n (B)(4)) passed the power testing. In addition, these batteries ran for more than 40 minutes when used with the returned autopulse platform s/n (B)(4) without any fault or error. However, battery s/n (B)(4) was not test cycled properly. The autopulse system labeling requires the user to test cycle each battery monthly. The number of test cycles obtained for this battery was 6 cycles. If proper battery management had been followed, the expected number of test cycles would be 8. Three returned batteries (s/n (B)(4)) failed the power testing. Probable cause for batteries s/n (B)(4) failing could be due to low power issue. Probable cause for battery s/n (B)(4) failing could be due to aging (manufactured in july 2010). The calendar age of the battery is greater than 2 years. The product labeling instructs that the useful life of each autopulse battery is between 2-4 years. As with all batteries, the nimh battery chemistry has a finite calendar life. Within the 2-4 year life range, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. However, batteries (s/n (B)(4)) ran for more than 20 minutes when used with the returned autopulse platform s/n (B)(4) without any fault or error. Furthermore, four batteries (s/n (B)(4)) were test cycled properly. Please see the following related MFR reports: 1. #3003793491-2013-00719 for nimh battery with sn 62382 1. #3003793491-2013-00720 for nimh battery with sn 42055 1. #3003793491-2013-00721 for nimh battery with sn 62475

Event description:
During investigation on 06/25/2013 of autopulse resuscitation system (s/n (B)(4)) and three autopulse nimh batteries (sn (B)(4)) reported under MFR reports 3003793491-2013-00520-00523, it was noted that the distributor returned three additional autopulse nimh batteries which failed power testing for investigation. No additional information regarding issues associated with these batteries were provided. No adverse patient sequelae was reported.